Manufacturer narrative:
The subject device was not returned to omsc for evaluation but was returned to olympus (B)(4). (B)(4) checked the subject device and confirmed the reported phenomenon. (B)(4) surmised that the reported phenomenon was caused by the user handling / physical stress. The instrument channel port was rotating approximately 90 degrees within the port housing. The exact cause of the reported event could not be conclusively determined at this time. If additional information is received, this report will be supplemented.

Event description:
Olympus medical systems corp. (Omsc) was informed from the user that during reprocessing, it was found that the instrument channel port was loosed. There was no report of patient injury associated with the event.

Manufacturer narrative:
This supplemental report is being submitted to provide the subject device evaluation result. The subject device was not returned to olympus medical systems corp. (Omsc) for evaluation but was returned to olympus (B)(4). Omsc reviewed the device history record (DHR) of the subject device and confirmed no irregularity. Based upon the past similar case and the corrective action and preventive action (CAPA) by olympus, the probable mechanisms of this phenomenon were followings. There was some irregularity in the previous repair work for the instrument channel port of the subject device. (Due to some reason, repair work was not done in accordance with countermeasure taken by the CAPA). The higher torque than design expectation were applied to the instrument channel port in which countermeasure was not taken properly. Olympus stated the appropriate handling of bf-1t260 and the counter measures against abnormalities in the instruction manual of bf-1t260.